Event description:
It was reported by the patient's mother that her son, who has special needs, sought medical attention for diabetic ketoacidosis (dka) on (B)(6) 2024. The symptoms included confusion, vomiting, and inability to stand erect. He was admitted to the intensive care unit (ICU) for one day and discharged on (B)(6) 2024. The treatment provided was intravenous (IV) insulin. His glucose levels were between 360-370 mg/dl. The mother mentioned that the controller was switching from manual to automated mode, which her son might not have noticed. No information was provided regarding recent messages or alarms on the omnipod 5 app, familiarity with the pink slide on the pod, movement of the pink slide, cannula insertion, redness or swelling at the pod site, insulin leakage, or the condition of the cannula after removal. Therefore, it is unable to determine some details due to the lack of provided information.

Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported hospitalization and diabetic ketoacidosis. No lot release records were reviewed, as the product lot number was not provided. High blood glucose is a common symptom for people with diabetes (glucose monitoring data from people with diabetes indicate that on average, they can experience blood glucose levels above 250 mg/dl for 14-25% of the time), and it would be challenging to speculate on a cause for the complaints without receiving the devices back for an engineering investigation. [1] beck rw, bergenstal rm, cheng p, kollman c, carlson al, johnson ml, rodbard d. The relationships between time in range, hyperglycemia metrics, and hba1c. J diabetes sci technol 2019;13:614-626. [1] welsh jb, derdzinski m, parker as, puhr s, jimenez a, walker t. Real-time sharing and following of continuous glucose monitoring data in youth. Diabetes ther 2019;10:751-755 [1] puhr s, derdzinski m, welsh jb, parker as, walker t, price da. Real-world hypoglycemia avoidance with a continuous glucose monitoring system's predictive low glucose alert. Diabetes technol ther 2019;21:155-158. Cloud - locked down/smartphone: lockdown. Cloud - omnipod 5 software app version: 3.1.1. Cloud - smartphone operating system: n5004l-am-q-mv01602-06-01.06. Cloud - smartphone hardware: n5004l. Cloud - cgm sensor type: g6. Please note, that section d is capturing the device identifiers as reported by the complainant. This may not align to the device configuration reported in h11, as this data is pulled from our cloud based on the reported date of event.